Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the internal suction tubing was crimped. The tubing was trimmed and reattached.

Event description:
The hospital reported that, during the preoperative checkout, suction was not functional. There was no report of patient involvement.